Manufacturer narrative:
Investigation findings: to date, the hose has not been returned to the manufacturer for investigation. A follow-up report will be sent once an investigation has been completed. This type of failure is currently under investigation for a similar reported event. A third party analysis of the stain (orange) from the prior reported event found that the organic (proteins) and inorganic (tap water) components of the orange particulates are present in three enzymatic cleaners used by the customer none of which are used in the manufacturing process. A final report for additional analysis is pending.

Event description:
The customer reported that a pale red/orange fluid was noted coming out of the hose from the handpiece end. The event occurred in the sterile field but had no patient contact. There was no report of patient/staff injury associated with this event.